Manufacturer narrative:
The reported complaint of a catheter leak was confirmed during the functional testing of the returned icy catheter (lot # 209463). During the lumen crosstalk test, a water emission/leak was observed from the in luer port. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. All infusion ports and lumens were flushed without resistance during functional testing of the returned catheter. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi; no leak was detected from the catheter balloons. However, a water emission/leak was observed from the in luer port during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints for the icy catheter with lot number 196563.

Event description:
A patient was placed into controlled hypothermia by ivtm therapy after cardiac arrest. The icy catheter (lot # 209463) was smoothly inserted into the patient's right femoral vein in a single insertion attempt. No adjunctive temperature management or relative procedures were performed on the patient prior to the ivtm therapy. The patient's initial body temperature was 36.5°c, with a target temperature of 34°c set at the max cooling rate. Approximately 25 minutes later, staff observed no flow in the cooling circuit. Manual flushing attempts were unsuccessful. The catheter was removed and replaced with another icy (lot # 209463) in the same insertion site. The removed catheter was flushed again, but still without success. About 30 minutes after using the second icy catheter, the thermogard system generated an "air trap" alarm. No fluid was visible in the bed. A catheter leak check according to zoll IFU revealed a catheter leak. The amount of saline infused into the patient's bloodstream remains unknown. The second catheter was then removed and replaced with a solex 7 catheter. No patient injury was reported. No consequences or impacts on the patient. During the call with the zoll tech line on(B)(6) the customer successfully flushed the first icy catheter.

Manufacturer narrative:
Zoll did not receive the catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and an investigation has been completed.

Manufacturer narrative:
The reported complaint of a catheter leak was confirmed during the functional testing of the returned icy catheter (lot # 209463). A water emission, leak was observed from the in luer port during the pressure leak test. All infusion ports and lumens were flushed without resistance during functional testing of the returned catheter. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi; no leak was detected from the catheter balloons. However, a water emission/leak was observed from the in luer port during testing, confirming the reported complaint. During further inspection the in luer under microscope, no crack or damage was seen on the in luer. Leak was observed coming from the inside of the in luer. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints for the icy catheter with lot number 196563.